Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit/hospitalization for hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. The omnipod user guide (14421-aw rev h), page 96, warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The patient reported that their blood glucose level reached 412 mg/dl while wearing the pod. The patient went to the emergency room due to hyperglycemia and was treated with manual injection and IV drip of saline.